Event description:
Information was received indicating that during use of a smiths medical cadd ms3 pump for a life sustaining infusion, it was noted that the pump ran out early after the rate of the pump was decreased. No adverse effects were reported.